Manufacturer narrative:
Based on the new information received which confirmed that this pr#(B)(4) with file ID (B)(4) is a duplicate record of pr#(B)(4) with file ID (B)(4), hence the pr#(B)(4) previously reported for a system-presented laser event with no energy at the slit lamp, will be close- canceled. All the future records will be scheduled and submitted under manufacturer report num 2028159-2023-00958 of pr#(B)(4) with file ID (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Based on the new information received which confirmed that this pr# (B)(4) with file ID (B)(4) is a duplicate record of pr# (B)(4) with file ID (B)(4) , hence the pr# (B)(4) previously reported for a system-presented laser event with no energy at the slit lamp, will be close- canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an opathalmic operating laser had no energy at slit lamp and target beam was present. Proceudre and patient impact details were not reported. Additional information has been requested none received till date.